Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced intermittent low blood glucose (bg) levels of 43 mg/dl at the lowest. Bg was addressed with orange juice. Reportedly, the basal rates needed to be adjusted and customer worked with a healthcare provider to adjust the rates.